Event description:
It has been reported to philips that the system has issues with the generator being busy which would result in loss of live imaging. The device was in clinical use. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a diagnostic procedure. No patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the system log file confirmed the presence of x-ray generator errors and warnings. During troubleshooting, the fse identified an issue with the x-ray tube. The fse calibrated and adapted the tube. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.